Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the customer's expressew iii needle paks failed during a rotator cuff repair case. Released needle, hit acromion and broke approximately 3mm off the end of the expressew needle. X-ray patient to find broken tip. Unable to locate via scope or under x-ray. Opened two extra shuttles, rep gave advice on gently pulling through tape to put less pressure on wire. Unsure if debris remains in shoulder, a failure to find it on x-ray or scope may indicate it has been debrided out. The procedure was completed using like device. There was no adverse patient consequence reported. There was a twenty minute delay in the case.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no one similar complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.